Event description:
This spontaneous case report from a consumer in the united states was identified on 25-oct-2015 during monitoring of postings an FDA hosted docket website which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# FDA-2014-n-0736-1555). This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and back pain ("severe back pain"). On an unknown date, the patient experienced fatigue ("chronic fatigue"), myalgia ("inexplicable muscle and joint pain"), arthralgia ("inexplicable muscle and joint pain"), feeling abnormal ("mental fog"), speech disorder ("struggle to find my words") and dysphemia ("slight but alarming stutter"). The patient was treated with surgery (hysterectomy, removal of essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, back pain, fatigue, myalgia, arthralgia, feeling abnormal, speech disorder and dysphemia had not resolved. The reporter considered pelvic pain, back pain, fatigue, myalgia, arthralgia, feeling abnormal, speech disorder and dysphemia to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information. There is no relationship between the reported event(s) and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 6-dec-2016: report from lawyer (new reporter), date implanted of essure (B)(6) 2013, she had injuries including hysterectomy and pain, and removal of essure on (B)(6) 2015. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain / pain. A hysterectomy was performed and essure was removed. This event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was upgraded to incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. An updated product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain / pain. A hysterectomy was performed and essure was removed. This event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was upgraded to incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 34-year-old female patient who had essure (batch no. B59460) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: there was no contrast adjacent to either essure device. There was no contrast identified adjacent to either essure device impression: no evidence of free contrast in pelvis. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain"). On an unknown date, the patient experienced fatigue ("chronic fatigue"), myalgia ("inexplicable muscle and joint pain"), arthralgia ("inexplicable muscle and joint pain"), feeling abnormal ("mental fog"), speech disorder ("struggle to find my words") and dysphemia ("slight but alarming stutter"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, fatigue, myalgia, arthralgia, feeling abnormal, speech disorder and dysphemia had not resolved. The reporter considered arthralgia, back pain, dysphemia, fatigue, feeling abnormal, myalgia, pelvic pain and speech disorder to be related to essure. The reporter commented: left side - 4 coil right side- 4 coil. Diagnostic results: urine hcg pregnancy test negative.prior to performing the hsg, she discussed indications such as to confirm that the essure has worked, that the implants are still in place, and that tubal occlusion was confirmed. On 17mar2014 study description: x-ray hysterosalpingogram serpiginous enhancing structures described above likely represent vessels versus quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 34-year-old female patient who had essure (batch no. B59460) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: there was no contrast adjacent to either essure device. There was no contrast identified adjacent to either essure device impression: no evidence of free contrast in pelvis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain"). On an unknown date, the patient experienced fatigue ("chronic fatigue"), myalgia ("inexplicable muscle and joint pain"), arthralgia ("inexplicable muscle and joint pain"), feeling abnormal ("mental fog"), speech disorder ("struggle to find my words") and dysphemia ("slight but alarming stutter"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, fatigue, myalgia, arthralgia, feeling abnormal, speech disorder and dysphemia had not resolved. The reporter considered arthralgia, back pain, dysphemia, fatigue, feeling abnormal, myalgia, pelvic pain and speech disorder to be related to essure. The reporter commented: left side - 4 coil right side- 4 coil. Diagnostic results: urine hcg pregnancy test negative.prior to performing the hsg, she discussed indications such as to confirm that the essure has worked, that the implants are still in place, and that tubal occlusion was confirmed. On (B)(6) 2014 study description: x-ray hysterosalpingogram. Serpiginous enhancing structures described above likely represent vessels versus. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-jun-2018: medical record received: medically confirmed case,new reporter, patient demographic information, lab data and essure lot number were added. Removal surgery details updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.